Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6) 2024, the patient reported passing out at work. Emergency medical services (ems) was called and when they arrived, the patient¿s cgm was 153 mg/dl and the bg meter was reading 77 mg/dl. Ems treated the patient with glucose by mouth. After treatment, the patient recovered. Her cgm was reading 88 mg/dl and the bg meter was reading 173 mg/dl before ems left. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.